Manufacturer narrative:
An event of hematoma was reported. Information from the field indicated that the patient had a hematoma at the right access site, which was noticed during the exchange between the delivery system and the introducer. Based on available information, the hematoma appears to be related to the procedure. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
Clinical information: (B)(6). It was reported that on (B)(6) 2023, a 29mm navitor valve was implanted in a patient using a flexnav delivery system. There was no calcificaiton extending beneath the aortic annular plane in the interventricular septum. The final implant depth was 4.4mm. After the valve was implanted, an angioseal proglide closure device was used. Post implant, the patient developed a left bundle branch block, and no treatment was provided. The patient previously had a permanent pacemaker implanted in (B)(6) 2016. The patient also had hematoma at the right access site. The patient was reported as stable.

Manufacturer narrative:
An event of hematoma was reported. Information from the field indicated that the patient had a hematoma at the right access site, which was noticed during the exchange between the delivery system and the introducer. Based on available information, the hematoma appears to be related to the procedure. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
Clinical information: (B)(4), patient site ID: (B)(6). It was reported that on (B)(6) 2023, a 29mm navitor valve was implanted in a patient using a flexnav delivery system. There was no calcification extending beneath the aortic annular plane in the interventricular septum. The final implant depth was 4.4mm. After the valve was implanted, an angioseal proglide closure device was used. Post implant, the patient developed a left bundle branch block, and no treatment was provided. The patient previously had a permanent pacemaker implanted in (B)(6) 2016. The patient also had hematoma at the right access site. On (B)(6) 2023, after discharge it was noted that the patient developed an onset of paresthesia in the right lower, but no treatment was performed. The patient was reported as stable.